Event description:
It was reported that the delivery system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device & delivery system (wds) was used. The physician deployed the watchman device for the first time, and the physician found the protrusion was too large. The physician fully recaptured the watchman closure device, and the watchman delivery system was noted to be damaged. The procedure was completed using another watchman laa closure device. No patient complications were noted.